Event description:
Lambert-eaton syndrome in disease classified elsewhere. Patient reports tubes are cheap and leaking. Lot is not available. Unknown if pt missed any doses or adverse event occurred. Patient provided no additional information at the time of the report. All known information is included on this form.